Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 27, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user started receiving sensor replacement alert on (B)(6) 2025, day 61 after insertion.escalation analysis determined that this was due to the algorithm retirement logic triggering the early sensor replacement alerts erroneously.the issue was fixed was fixed in transmitter firmware version 03.22.01.07q.the user resumed use of the system after upgrading the transmitter fw from 03.22.01.05q to 03.22.01.07q.on the 27 jan 2025, the user received another sensor replacement alert.to further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation. Investigation of the returned sensor showed chemical degradation in the long end sensing region.a review of the dms data revealed reference channel instability in the long end (central and distal) and short end distal sensing regions, and as a result those areas were de-weighted by the system on the 27 jan 2025 and were not contributing to the sensor glucose. The long end distal region also showed chemical degradation, which was also confirmed in the in-house testing of the returned sensor. The short end central region showed intermittent communication issues, and many quality flags were raised, thereby raising several glucose suspend alerts and sporadically blinding glucose data (B)(6) 2025 through 27 jan 2025. Once glucose suspend alert was raised for at least an hour, on 27 jan 2025 (day 70), the system asserted the sensor replacement alert, per system design.as part of resolution, a sensor replacement was offered to the user. B4.date of this report 25 april 2025. D9 device available for evaluation? Yes on 21 march 2025. G3.date received by the manufacturer? 25 april 2025. H3. Device evaluated by manufacturer?yes. H6. Medical device problem code updated to 1480. H6. Type of investigation updated to 10. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4307.